Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 4/25/24 the AED identified a service code as a result of a self test and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 11/09/24 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 12/01/24 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 4/17/26 when a replacement battery pack was inserted into the AED.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.